Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with stenosis underwent posterior lumbar interbody fusion at levels l2-l5.on an unknown date, post-op, the implanted cage backed out. The patient developed neurological symptom as a result of this event. Hence, the cage was removed and fixation range was extended to l2. No complications were reported after this surgery.

Event description:
It was reported that the cage that was backed out was removed and switched to autologous bone.